Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of competitor devices, right knee. It was reported the surgeon complained that the augment was overhanging the femoral component on the medial side. The surgeon decided to trim the augment with a diamond wheel (B)(4) so that it didn't overhang the medial anterior femoral flange with a surgical delay of approximately 5 minutes.

Manufacturer narrative:
An event regarding overhang (size/fit issue) involving a triathlon augment was reported. The event was confirmed by image provided. Conclusions: the event was confirmed based on the image provided. The augment was then "trimmed" by the surgeon in an off-label manner. Nc was issued for the overhang of the triathlon augment size 2 10mm and size 2 15mm on the medial side of the size 2 femoral component. The nc determined this to be a design issue and the design will need to corrected. No further investigation for this event is possible at this time. If devices and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of competitor devices, right knee. It was reported the surgeon complained that the augment was overhanging the femoral component on the medial side. The surgeon decided to trim the augment with a diamond wheel midas so that it didn't overhang the medial anterior femoral flange with a surgical delay of approximately 5 minutes.